Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the reservoir had air bubbles in it. The customer¿s blood glucose level was unknown at the time of incident. The customer reported that she was not getting insulin in tubing. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir, performed pre-fill reservoir test. Found transfer guard¿s needle occluded. Also using a new lab infusion set connect found reservoir's snap-cap too tight to connect/lock/release properly.